Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under-infusion was observed during use of two (2) novum iq large volume pumps. This was observed during patient infusion with a vasopressor drug. A pump indicated that the drug infusion was complete; however, the bag appeared half full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.